Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received 25-jul-2023. Summary of the relevant information provided: regarding any diagnostic imaging done in related to the adverse event of ¿neurological deterioration¿, this remains uncertain at this time, but the site has been asked to confirm. It was further commented, ¿this patient had a history of complex neurological problems including a previous hemorrhagic stroke, so a deterioration was not particularly unexpected¿. The nihss score of 18 was assessed 2 hours post-procedure, which is the site¿s standard of care. It was also confirmed that at this time, there is no additional information regarding the 24-hour post-procedure nihss assessment that was done 9 hours after the procedure. Regarding discharge assessments and the patient¿s status, there were no further assessments completed and the site will not review this patient until after 90 days. This additional information did not require changes to the reportable determination; therefore, no changes were made. Additional information received on 27-jul-2023. Summary of the relevant information provided: regarding any diagnostic imaging done in related to the adverse event of ¿neurological deterioration¿, the information provided confirms the patient did undergo a ¿24-hour post-procedure scan¿. There was no formal diagnosis completed to explain the deterioration; the patient was monitored for any changes using the glasgow coma scale (gcs). The patient¿s notes did not suggest the neurological deterioration was related to general anesthesia and there was no nihss assessments done prior to discharge. This additional information did not require changes to the reportable determination; therefore, no changes were made. Neurological deterioration is a known complication associated with the embotrap iii device and is stated in the information for use (IFU) as such. There are no alleged quality issues related to the embtrap iii, as the device performed as intended. Per the principal investigator¿s assessment, the adverse event of ¿neurological deterioration¿ was probably related to the primary surgical procedure, and not the study device. There is no medical evidence to suggest the event of neurological deterioration was related to the embotrap iii device, however, due to the event occurring on the same day of the procedure, the relationship between the event of neurological deterioration and the embotrap iii device cannot be ruled out. Based on this, this event will be conservatively reported to the us FDA under criteria under 21 cfr 803 with a classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, and race was not reported. Section a1. Patient identifier (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study (cnv_2017_02), a 32-year-old female (subject (B)(6)) with a medical history of actively smoking presented with a witnessed stroke on (B)(6) 2023 at 19:40. The patient was presented to the treating hospital on the same day at 22:27. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism is not recorded in the crf at the time of this review. The patient¿s baseline nihss score was 15 and an mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using an embotrap iii 5mm x 37mm (et307537/22m100av) device. The occlusion site location was not stated in the crf at the time of this review. The pre-pass mtici score was 0. The 1st pass was done using the embotrap iii and an aspiration device, which resulted in a mtici score of 2b with clot retrieval. The second pass was done using the embotrap iii and aspiration device, which resulted in a mtici score of 2b with clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 headway microcatheter and a 0.071 sofia intermediate catheter were also used. A cerebase guide sheath was used. There were no reported intraoperative study device deficiencies. On the same day of surgery, the patient experienced neurological deterioration, which was made known to the site on (B)(6) 2023. The principal investigator (pi) assessed this event as moderate in severity, unrelated to the embotrap iii study device but with a probable relationship to the primary surgical procedure. This event was not treated. The patient¿s status after this event has not been entered into crf at the time of this review. The patient¿s post-procedure nihss assessment was done nine (9) hours after surgery, with a score of 25. The patient was discharged to another hospital on (B)(6) 2023. The nihss and mrs assessments were not done on the day of discharge.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional/modified information was received on 14-may-2024. Summary: the adverse event term: "small arachnoid haemorrhage" was updated to "small arachnoid haemorrhage from the ipsilateral sylvian fissure and inferior sulcal spaces." A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: regarding the event of ¿neurological deterioration 18 to 25¿, the outcome was updated to ¿recovered/resolved¿ with an end date of (B)(6) 2023. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: per the additional/modified information received on 23-apr-2024, the adverse event term: "neurological deterioration 18 to 25" was updated to "small arachnoid haemorrhage." Section h6: based on this information, the health effect - clinical code was updated o intracranial hemorrhage (e0118). The event remains reportable to the usfda. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.